Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device was missing outer screw on right side of the blade. It is unknown if there was patient impact. Due diligence is complete as there was no additional information available.